Manufacturer narrative:
(B)(4).

Event description:
Follow up information indicated the patient still feels vision in the left eye is not as sharp as the right eye. The patient was given reassurance by the optometrist. The patient was instructed to continue using artificial tear drops and a gel was added to use at night.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with subclinical epithelial basement membrane dystrophy (ebmd) in the left eye post lasik procedure. The patient noted tunneling and blurry vision in the left eye.

Manufacturer narrative:
Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications during treatments at this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. (B)(4).